Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The technical support engineer (tse) had the customer reseat the 30-degree endoscope plus which resolved the issue. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved.

Event description:
It was reported that during da vinci-assisted surgical procedure, the customer observed they could not get the proper image orientation with the 30-degree plus endoscope plus. The technical support engineer (tse) had the customer adjust the position of the universal surgical manipulator (usm) and reseat scope which resolved the issue. The procedure was completed with no reported injury.